Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿stenosis, calcification, tortuosity. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿stenosis, calcification, tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
It was reported that the physician was attempting to deliver one (1) 2.50mm diameter x 24mm length endeavor resolute rx drug-eluting stent to a calcified lesion in the lad with stenosis and vessel tortuosity but the stent could not cross. The physician removed the device and completed the procedure with a smaller sized endeavor resolute stent. The patient was reported to be good. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: it was noted that the stent was deformed in a number of segments. The stent was seen to contain overlapping struts and stretched segments it appeared deformed in a number of sections. The first distal segment was noted to have one strut raised. The 6th distal segment was overlapping the 7th distal segment. The 8th-11th distal segment had been severely damage with evidence of stretching and overlapping obvious. The 13th segment also had overlapping of struts evident. The hypotube noted to be kinked at 14cm and 81.5cm distal to the strain relief. The transition shaft was also noted to be kinked at 10.5cm proximal to the wire lumen entry. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).